Event description:
A patient underwent a da vinci-assisted pulmonary segmentectomy and had a chest tube removed post-operatively two days later. The next day, a chest x-ray showed an apical centimetric pneumothorax, which required re-placement of a chest tube. A small amount of air escaped from the chest tube in the first hour. The complication was resolved on post-operative day seven and the patient was discharged the next day. There was no report of a da vinci device malfunction. The study investigator classified the event as mild severity and a clavien-dindo grade iiia and reported that it had a possible relationship to the study procedure, a possible relationship to the patient's underlying disease status but was not related to a da vinci device.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information.